Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and a cassette not attached properly was verified. The device was visually inspected and a dented/worn upstream occlusion seal was noted. A functional test was performed and the reported issue was not confirmed. The cause of the reported issue was unknown. As a result, the upstream/downstream occlusion seals were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.

Event description:
It was reported that the pump exhibited a cassette error while the latch was closed. During physical inspection, it was found that the upstream occlusion seal was dented/worn. There was no patient involvement, no patient injury was reported.